Event description:
It was reported that the customer was found unconscious with convulsions, and blood coming out from his mouth. It was stated that the paramedics were called and they gave the customer an intravenous glucose three times before they could receive any sign opf consciousness. It was stated that the customer was taken to the hospital and then couple hours later the customer was released. Reviewed the bolus history and found that 30.0 units of insulin were delivered on four occasions in one hour. It was stated that the customer does not recall giving himself the boluses. It was stated that the customer was treated with manual daily injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.